Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). It was reported that non-destructive testing was performed at the user facility by (B)(4). During testing it was noted that the cuff had moved from its intended original position. It was further reported that no destructive testing was authorized by the user facility; therefore, no other conclusions could be drawn. (B)(4).

Event description:
Customer reports," endotracheal tube failed to hold volume." It is also reported, "(B)(6) male was intubated on (B)(6) 2011 for progressive hypoxic respiratory failure. On (B)(6) 2011 respiratory therapist noted the endotracheal tube failed to hold volume. The therapist attempted to add air but the cuff would not hold air. The patient was losing volumes on the ventilator. The pulmonologist was notified and the device was removed and the patient was re-intubated with another endotracheal tube. No apparent complications occurred during exchange of the tubes.